Manufacturer narrative:
Investigation pending.

Event description:
Caller reported an unexpected high result with inratio. The results are as follows: (B)(6) or (B)(6) lab: 2.0. (B)(6) inratio: >7.5. Patient self tester's therapeutic range is: 2.0-3.0. Historical data provided: (B)(6) inratio: 2.0. (B)(6) inratio: 3.3. (B)(6) inratio: 5.3. (B)(6) 2015 - (B)(6) 2015: the patient self tester went to (B)(6) hospital in (B)(6) for chest pain. The exact date that the inr was taken was not provided, except that it was either (B)(6) 2015 or (B)(6) 2015. Coumadin was not suspended during the patient's stay; given that an inr of 2.0 was obtained via the lab. Patient self tester is on coumadin for antiphospholipid antibody syndrome. During the hospital visit she underwent an electro cardio gram, cat scan, and a sonogram. No discharge diagnosis was provided by the patient self tester.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 367839a meets release criteria. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have aps. The patient's sample may have interfered with the inratio test and cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.